Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that multiple keypad buttons were sticking when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad button symbols were found to be worn but there was no visible physical damage to the keypad. The keypad buttons were found to be intermittently responding to button presses. The keypad was removed and adhesive was found under the button contacts.